Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, injector went over lens instead of pushing it. There was a patient contact. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in non-company sealed pouch. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle tip and is advanced under the lens. The lens is advanced past nozzle entry and is crushed. The leading haptic is broken torn and advanced at the wound guard. The complainant indicates the use of bss (balanced salt solution) and viscoat. Bss is not qualified to be used alone or mixed with company viscoelastic for nozzle fill. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria there have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).